Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing was observed on a stored egm. The patient did not receive therapy due to oversensing. Programming changes were recommended. No further information is available.